Manufacturer narrative:
Additional information received from the customer on july 2, 2025, confirmed that two patients were involved. Based on this new information, the ¿describe event or problem¿ section (b5) of this report has been updated. Details related to the second patient have been documented under report number 1423537-2025-00278. Section d3 has been corrected.

Event description:
The customer reported that the anti reflux cap has broken in half. Per customer, the nurse couldn't get the cap off and then it broke in half. The issue was detected during the commissioning of the product; this has had no consequences for the patient involved.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the anti reflux cap has already broken in half 2 times. Per customer, first time, the nurse couldn't get the cap off and then it broke in half. Second time was in bed with the patient, the patient did not know why it had broken in half. The issue was detected during the commissioning of the product; this has had no consequences for the patient involved.

Manufacturer narrative:
One device was received for investigation. The device was inspected, and the reported condition was observed. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. A corrective and preventative action has been opened to address the reported condition. We will continue to monitor related reports to determine if additional actions are necessary.